Event description:
It was reported that following pump implant in (B)(6) 2013, the catheter came out of the patient¿s spine; the catheter was dislodged. The event was confirmed; however, diagnostic testing and troubleshooting was not provided. In (B)(6) 2014, the pump was taken out and they put the same pump back in and replaced the catheter. No patient symptoms were reported. The pump worked very well for the patient and helped very much for pain, constipation, and blood pressure. The patient had a history of 20 back surgeries and had lower back and leg pain. The patient was not entirely pain free but it was so much better and he did not have to take any other medications by mouth. Refer to manufacturer report # 3004209178-2015-05621 for patient outcome. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. (B)(4).